Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A material hand control was delivered. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 9900 system displayed an inter sx security error message. No patient injury was reported.